Event description:
It was reported that externalized conductors were observed on the patient's right ventricular (rv) lead. Upon interrogation, it was also determined that the patient's rv lead exhibited noise oversensing and a high capture threshold. The rv lead was capped on (B)(6) 2026 and successfully replaced. The patient remained stable.